Event description:
Patient called in to report a service wrench code. The code did not clear after power cycling the monitor, suggesting a possible therapy cable wiring issue. Wcd role in the event is pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed test due to wire damage. The service required error code indicates the power on self-test (post) detected a disconnection in therapy cable wires . This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.